Manufacturer narrative:
The facility was contacted several times during the time frame of (B)(6) 2012. The recorded message on the answering machine indicates that due to severe water damage from the hurricane, the facility is closed at this time. This MDR is being submitted as a conservative measure based on the fact that there is a correlation between hemoglobin values and hematocrit that could impact pt care and result in serious injury. Horiba continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.

Event description:
The customer reported experiencing discrepant cbc results (out of controls results for hgb and wbc) on micros 50 hematology analyzer. The instrument generated a flag for wbc. The field service engineer was dispatched. It is uncertain, at this time, if the results were reported out of the lab.